Event description:
It was reported that the patient presented in the clinic with inappropriate shocks and atp therapy. Episodes were detected due to double counting of the qrs complex. Diagnostic imaging showed the lead was dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.